Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, had drawer failure and not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board was faulty. A field service engineer arrived onsite and inspected main drawer 5, confirming no lights on the back of the drawer. The engineer initially replaced the controller board, but the issue persisted. The drawer board was then replaced, and the drawer powered up successfully. The engineer tested the drawer using the hardware test application (hta) and verified functionality. The registered pharmacist tested the drawer through the application via inventory check and confirmed successful operation. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.